Event description:
It was reported that the increased in seizures due to the programming discrepancy was at or below pre-vns baseline levels.

Manufacturer narrative:
.

Event description:
It was reported that interrogation of the patient's vns device returned programmed parameters that did not correspond to the ones that had been programmed previously. It was reported that the onset date of the event was (B)(6) 2015. The complication was not resolved through troubleshooting. The patient's device was programmed to the intended settings upon finding the programming discrepancy. It was reported that patient had an increased in seizures due to the programming discrepancy. It was reported that on (B)(6) 2015 the device was programmed at output current 2ma, pulse width 500usec, frequency 30 hz, on-time 30sec and off-time 5min. On the same date the device was tested and system diagnostics returned impedance within normal levels with dcdc code 2. It was reported that the device was functioning properly. No know surgical interventions have occurred to date.